Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is that the master software was not seated properly. The master software has been properly seated. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with the reported condition "fc 40.430". It is unknown when this event occurred. Upon review of the event history, quality engineering identified that the reported condition caused an interruption of delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.